Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified tibial-trunk to anterior tibial artery. A 3.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for pre-dilatation. However, during the third inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient¿s status was good.